Event description:
It was reported that this inflatable penile prosthesis was inflating and deflating automatically. Upon standing, the patient could feel the device inflating. It was noted that the issue was with the pump valve. A patient services representative provided the patient with troubleshooting techniques and reported that the patient plans to contact their physician for a device evaluation. No patient complications were reported.